Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during console check, the user's thermogard console (B)(4) has a blown fuse and does not power on. No patient involvement.

Manufacturer narrative:
The reported complaint of a blown fuse on the thermogard xp ivtm system (sn (B)(4)) and it does not power on was confirmed during functional testing. The investigation revealed that the root cause of the reported event was due to a defective left rear bracket ac input. No physical damage noted on the thermogard xp ivtm system. No discrepancy observed during archive event log review. Initial functional testing could not be performed due to console not powering on. To remedy the issue, the defective left rear bracket ac input was replaced. The thermogard ivtm system was re-tested and passed all functional tests. The thermogard is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).